Event description:
Healthcare professional reported that a patient was injected in the midface and chin with 4 syringes of juvéderm® voluma¿ xc and in the lips with 0.5 ml of juvéderm® volbella¿ xc. ¿immediate post-treatment swelling¿ was observed at the time of injection. Four days later, the patient was treated with keflex and prednisone. Three days later, the patient reported the event had worsened and upon evaluation, ¿persistent swelling, erythema, tenderness on palpation, and warmth¿ at the injection area were found. The keflex was discontinued, and the patient was started on doxycycline along with a second course of oral prednisone. After 7 days of the doxycycline, the event was ongoing. This file captured the juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.